Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jun-04 mpxr 1310189 (rep, hcp, for): medtronic received a report that during the planned flow diversion dense mesh stent implantation procedure for a left internal carotid artery c6 segment aneurysm, the vessel was found to be tortuous. The marksman microcatheter was positioned, and the ped-500-20 stent was delivered to the m1 segment for deployment. However, the stent's distal end did not fully open. Despite tension adjustments, the stent remained closed. When attempting partial retrieval of the stent, it could not be pulled back into the microcatheter. Upon withdrawing the marksman and ped-500-20 together, the stent tip was found to be damaged. A new ped-500-18 was then used to continue the procedure. After repositioning the microcatheter, the ped-500-18 stent was delivered to the m1 segment. Upon deployment, the stent's tip did not open, and after tension adjustments, imaging revealed abnormal distal stent morphology. Upon external inspection, the stent's braided wires were found to be damaged. The surgeon then replaced it with a ped-475-20, which was successfully deployed, completing the procedure. There was failure to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery c6 segment aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone was 4.7 mm distally, and 5.0 mm proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure was lowed blood flow within aneurysm.